Event description:
It was reported that the pt underwent a primary hernia repair procedure during which the mesh was used. During this procedure, the pt was placed under general anesthesia and the procedure went well. Four days postoperatively, the pt developed serratia pneumonia, bacteremia, and acute respiratory failure. The pt was intubated as a result in 2007. The pt also developed a deep vein thrombosis in his basilic and axillary vein. The pt's events have resolved and the pt was discharged five days later. The doctor has indicated that the event was not product related but was procedure related.

Manufacturer narrative:
Date sent to the FDA: 02/29/2008. Conclusion: this event was reported by the facility as not being product related, however, the event was procedure related. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.